Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Retained samples were reviewed and were found to be acceptable. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A clinical nurse manager reported to baxter that precipitation formation was observed during therapy. There were no adverse events/consequences that occurred during this period of the precipitation formation. Nothing unusual occurred during or after the period of precipitation formation. When the precipitation was identified the therapy was stopped and blood returned to patient. The precipitation was noticed after the predilution pump.